Event description:
A (B)(6) old male pt called in to zoll lifecor customer support to report that one of his batteries was unable to power on the monitor. Support issued the pt a replacement battery pack.

Manufacturer narrative:
(B)(4). A sample is not available.

Manufacturer narrative:
(B)(4). The root cause could not be determined. A batch review was performed for potentially associated lots (h09j21080, h09k10032, h10a11029, and h10b01028) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
During follow-up for an unrelated complaint , the patient's caregiver indicated the patient had an infection. Additional information obtained from one of the patient's peritoneal dialysis (pd) nurse on (B)(4) 2010: the patient started with pd therapy on (B)(6) 2009 with local (pd4) ambuflex. The patient was hospitalized from (B)(6) 2010 and was diagnosed with bacterial peritonitis on (B)(6) 2010. There was no exit site or tunnel infection associated with this peritonitis. It was indicated the patient's pd effluent was analyzed on (B)(6) 2010. The cell count showed 2738 leucocytes, 92% neutrophils, and 8% monocytes. The gram stain showed positive results and the culture showed (B)(6). The patient was treated with vancomycin and recovered from the peritonitis. The nurse indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse also indicated that this peritonitis event was a recurrent peritonitis from one that began on (B)(6) 2010. The nurse stated that the infection resolved and came back, but she was unable to provide an exact number of times the infection recured. The following information pertaining to the peritonitis from (B)(6) 2010 was obtained on (B)(4) 2010 and is as follows: the patient was diagnosed with bacterial peritonitis on (B)(6) 2010 but was not hospitalized. There was no exit site or tunnel infection associated with the peritonitis. The patient's pd effluent was analyzed and the cell count showed 1163 leucocytes, 92% neutrophils, 2% lymphocytes, and 6% monocytes. The gram stain showed gram positive cocci and the culture showed (B)(6). The patient was treated with vancomycin 2 grams intraperitoneal and recovered from the peritonitis. The nurse again indicated that the cause of the peritonitis was unknown; however, stated that the (B)(6) had spread from other parts of the patient's body. The nurse indicated that after the diagnosis of this peritonitis, the patient's blue twist clamp regular length transfer set was replaced, but that for the reoccurring event in (B)(6), the catheter was just removed and the patient was placed on hemodialysis. There was no allegation of a device malfunction and the patient was reported to be doing well on hemodialysis.